Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was inserted and was not draining. The catheter was then removed and it was observed that the drainage eye was not punctured.

Manufacturer narrative:
The reported event was confirmed. An amber lubricath foley was returned without its original packaging. The catheter was missing the drainage eye which would fail the visual inspection of inspection procedure. As it was found that the drainage eye was missing, there was a relationship between the reported event and the device. The root cause would be an operator error in the burning process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was inserted and was not draining. The catheter was then removed and it was observed that the drainage eye was not punctured.